Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous intermediate vessel (ramus). Patient was preloaded with dual antiplatelet therapy (dapt) at the time of angiogram when the decision was made to go onto percutaneous coronary intervention (pci). Following predilation, a synergy&#10244;rug eluting stent was deployed and implanted to treat the lesion. Post stent implantation, the procedure was deemed successful. Heparin was given during the procedure. The patient was then discharged to the ward. However, approximately 40 minutes later, patient developed chest pain with a scale of 9 out of 10 and had ECG changes consistent with ischemia. The patient was then brought back to the catheterization laboratory and an emergency angiogram was performed which showed a totally occluded intermediate vessel and stent thrombosis was noted in the previously implanted stent. The patient was then treated with balloon angioplasty and was given heparin, reopro and glycerol trinitrate (gtn). Apt was measured and was 200 seconds. Sixty minutes later, patient had timi 3 flow and the procedure was completed. No further patient complications were reported and the patient's status was stable. Patient was sent back to ward without chest pain. This product is only ous approved but is similar to an approved us device.